Event description:
The customer reported that her blood glucose read "high" (>500mg/dl) and the cannula was out of the skin. The pod was lost and will not be returned.

Manufacturer narrative:
The device will not be returned for evaluation. The customer reported that the cannula was out of the infusion site. A dislodged or improper inserted cannula could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged". "Because insulin ods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," "check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "if your reading is above 500 mg/dl, the pdm displays "high" check for ketones!" This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." No qualification records could be reviewed as no product lot number was reported.